Event description:
A biomed at a hospital in (B)(6) reported that the head casing of an iw910 mobile infant warmer was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the device was received at our (B)(4) service centre in (B)(4) where it was inspected by a trained fisher & paykel healthcare service technician. Photographs of the complaint heater head and control panel were provided to us by the service centre, as well as a service report, detailing the service findings. Results: the service report stated that the support arm was broken, and the head upper and lower case and control panel were all cracked. The power fail alarm was also found to be not working and both the power and control boards needed replacement. Based on the photographs, the cracks on the unit appeared to be caused by physical damage due to the warmer having suffered some sort of impact. Conclusion: it is most likely that the cracking observed on both the warmer head and the control panel were the result of impact damage. The failure of the power fail alarm and the pcb boards is likely due to normal wear and tear, as the unit is nine years old. The iw910 infant warmer is a mobile unit that can be moved from one location to another. It is possible for the warmer head assembly to incur accidental impact damage through collision with walls or swinging doors during transport as the warmer head can be swivelled by about 130 degrees from its centre position. Device repaired and returned to customer